Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: [translation] I am writing to report an adverse event that occurred with a trocart kii f I o s fixation ballonnet insufflation 11mm*100mm, reference cff33, lot number 1544901 : trocar valve mismatched and falls into patient's abdomen on insertion. Broken trocar distal tip in patient. Problem visualized on trocar extraction. For your information, the device is available. Patient status: no patient injury or illness was reported. The date of the event is unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component and two clear fragments. Visual inspection confirmed the complainant's experience of seal component dislodgment and tip fragmentation. The clear component was identified to be the shield, an internal plastic component of the seal. The clear fragments were identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely the shield dislodgement was caused by an asymmetrical instrument that was inserted through the trocar in a non-axial manner. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." It is likely the cannula tip fragmentation was due to contact with an object or instrument and/or excess stress applied to the tip during the procedure. However, the exact root cause for the fragmentation is unknown. Applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified.

Event description:
Procedure performed: ni. Event description: [translation]. I am writing to report an adverse event that occurred with a trocart kii f I o s fixation. Ballonnet insufflation 11mm*100mm, reference cff33, lot number 1544901: trocar valve mismatched and falls into patient's abdomen on insertion. Broken trocar distal tip in patient. Problem visualized on trocar extraction. For your information, the device is available. Patient status: no patient injury or illness was reported. The date of the event is unknown.